Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history search could not be performed as part and lot number is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a.

Event description:
It has been reported that following a total knee arthroplasty, the patient is experiencing pain and increased fluid in the knee. Patient is scheduled to be tested for a possible allergic reaction.